Event description:
Iabp balloon ruptured in pt, unable to pull line. Required vascular surgery to remove. Vascular compromise, left foot. Likely needing amputation. Condition worsened, pt made comfort care and expired on (B)(6) 2021.